Event description:
A customer reported a leaky pak that let to fluid spilling onto the "top board of the cradle". The issue resolved after the pak was exchanged. There was no pt impact reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number and no sample was returned, DHR and lot history could not be reviewed and functional testing could not be conducted. The root cause could not be determined. (B)(4).